Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable was disconnected. Additionally, the adapter was sticking. Based on the results of the investigation, the information obtained did not lead to the identification of the cause of the outbreak. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): the following statement is found in the "warning" section of the instruction manual under "storage": "when wiping the outer surface of the camera cable, do not wipe the camera cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head cable was disconnected. There were no reports of patient involvement.